Event description:
It was reported that a nurse found a foreign substance in the tyvek sheet prior to use for surgery. Subsequently, another surgical punch was used to complete the procedure with no delay in procedure.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product code: lry. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Provided photo was evaluated and shows 1 piece of black debris, it cannot be determined if the debris is free floating or embedded within the packaging material. No product has been returned so no further evaluation or measurement can be performed of the debris to determine the acceptability or non-acceptability per the inspection criteria. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.